Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump got wet and shut off, and he couldn't get the device to turn back on. His blood glucose at the time of incident was 400 mg/dl. Customer stated that he was around the pool and water got into the battery compartment. Customer's pump received a motor error alarm, of no power alarm, and battery out limit alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage was found inside the insulin pump. No motor error alarm during testing noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests also, passed the motor test. The insulin pump has cracked battery tube threads, reservoir tube lip and minor scratched display window.